Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. Livanova (B)(4) manufactures the heater-cooler 3t system. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced it back to a defective compressor. The unit was recommended to be returned to livanova (B)(4) for further investigation and repair. During investigation a hole inside the evaporator was identified as root cause of the reported failure. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this type of issue.

Event description:
Livanova (B)(4) received a report that the circuit breaker tripped as soon as the compressor of the heater cooler 3t system was on. There was no patient involvement.